Event description:
It was reported through the filing of a lawsuit on or about (B)(6) 2010, patient had a triathlon total right knee replacement . Patient suffered pain and complications and as a result, on (B)(6) 2012 patient underwent a revision surgery. On (B)(6) 2012, the revision surgery revealed that the patella was in fact loose.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No specific device information was provided by the attorney. The device was reported as an unknown triathlon knee. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
No specific device information was provided. However, the reported device description was changed from as an unknown triathlon knee to unknown patella. An event regarding patella loosening involving an unknown patella was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit on or about (B)(6) 2010, patient had a triathlon total right knee replacement . Patient suffered pain and complications and as a result, on (B)(6) 2012 patient underwent a revision surgery. On (B)(6) 2012, the revision surgery revealed that the patella was in fact loose.